Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018. A call was placed to technical services on 07/11/2018 stating that this lead was extracted due to an unknown atrial lead issues. The procedure took 5 hours to extract lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).